Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00980. It was reported the patient's leads migrated. The patient's leads were subsequently explanted and replaced. The patient's implantable neurostimulator (ins) was also electively replaced.